Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an I mplantable neurostimulator (ins) for unknown indications for use. It was reported that the patient attended for review and reported poor coverage and loss of efficacy. On interrogation one of the contacts was out of range, high impedances, and this covered the right side where the majority of his severe headaches are. Replacement of the lead was performed on (B)(6) 2020. Outcome was resolved without sequelae. Etiology was a casual relationship to the device or therapy.

Manufacturer narrative:
Continuation of d10: product ID 09100-60 lot# yy0047072k serial# implanted: explanted: (B)(6) 2020 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 09100-60, serial/lot #: yy0047072k, ubd: 14-aug-2022, UDI#: (B)(4). H6 codes belong to the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.